Event description:
Patient was admitted on 09/30/92 with diagnoses of aids and fever of unknown etiology. Lifeport catheter site (left clavicle) was the suspected source of infection. On 10/01/92, the life port cath was surgically removed and found to have a lonitudinal split. A mediport catheter of another brand was implanted. The defective catheter was sent to the manufacture on 10/13/92 and final analysis is still pending. The remaining lifeport catheters in stock were removed from the shelves permanently.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.